Event description:
Pt had bilateral breast implantation in 1979. Developed problems including numbness/tingling in feet, joint pain, chronic fatigue syndrome. Rupture demonstrated on ultrasound symptoms necessitate removal.